Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) 19.0 diopter was removed due to refraction being off. This was replaced with a zct400, 14.0 diopter power. Follow-up confirmed that the patient is well post-op. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 9/12/2019. Device evaluated by manufacturer? Yes. Device evaluation: on september 12, 2019 a lens box was received but without an iol. The lens box only contained an empty daisywheel. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that in the initial MDR submitted: device code and patient code were inadvertently not populated. This supplemental submission is to add the codes in those respective sections. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.